Manufacturer narrative:
This issue was initially reported when a customer in (B)(6) informed biomérieux of false positive vidas® hs (high-sensitivity) troponin I results. On (B)(6) 2017, two patients with chest pain were sent to the emergency room after a non-repeatable, false positive hs troponin result was obtained on their patient samples using lot 1005685440. Summary of patient 2 results: 68.7ng/l then 37.1ng/l, 34.3ng/l, 40.5ng/l and 39.5ng/l. Investigational testing was performed. The patient samples were not submitted for investigation. The product quality laboratory tested sera 10 times with vidas® hs troponin I, lot 1005685440. The results were repeatable (results were between 3.9 ng/l and 5.2 ng/l for a target at 4.40 ng/l). No anomaly was found on the repeatability of this lot. The product quality laboratory did not reproduce the customer's anomaly. An internal investigation has confirmed the product performed within specification.

Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vidas® hs troponin I. The customer reported a false overestimated result. On (B)(6) 2017, a man with chest pains provided a sample to a nurse at 10:00 am (sample (B)(6)), the first result at 12:08 am (a1): 212 rfv / 68.7 ng/l. The result was communicated to the patient and the patient was set to the emergency room. A second sample was evaluated at the emergency room at 03:20 pm ((B)(6)). The result of the patient sample was: pvt 03:20 pm (a1) : 122 rfv / 37.1 ng / l. Control of the first tube sampled at 10:00 am ((B)(6)): result at 4:49 pm (a1): 75 rfv / 21.1 ng / l. Control of the 2nd tube sampled at 3:20 pm ((B)(6)): result at 5:20 pm (a1): 114 rfv / 34.3 ng / l. The nurse requested a new sample: (B)(6) which was retested in duplicate (results at 8:12 pm): b1: 132 rfv / 40.5 ng / l, c1: 129 rfv / 39.5 ng / l. An internal biomérieux investigation will be initiated.